Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: a visual inspection of the display showed no damage or cracks. During investigation, unrelated to the complaint of a damaged display, investigation revealed that display screen was discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).